Event description:
The dentist reported that 2 months after the dental implant was installed in intra-oral region #11 it was verified its non-osseointegration; 20 ncm of primary stability was achieved and immediate load was not performed.